Event description:
The dr reported detecting particles coming from the phaco tip and flowing into the pt's during a routine phacoemulsification procedure. The particles were removed and there was no harm to the pt.